Event description:
The customer reported the post for fixation would not fix into forehead. Device was analyzed under magnification and tool marks corresponding to the endotine forehead insertion tool were viewed outside of the indention of the front of the post. The front compression flange has been sheared from the post in addition to the rear compression flange sustaining significant damage. This type of damage is consistent with off axis insertion (excessive force).